Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted and this showed both screws were missing the tips. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. For this part 95-6105 lot 426760 regarding the screw tip fracturing, (B)(4). The most likely underlying cause is the screws experienced excessive force beyond what they are designed to take. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported two screws fractured during insertion into the temporal bone. The screw fragments remain in the patient's bone. No additional patient consequences have been reported.